Manufacturer narrative:
One device was returned for evaluation. After visual and functional inspection, the device had no internal physical damage, return tube was cracked. There was no evidence of any electrical issues to verify the burning smell. The reported problem was confirmed. The root cause is that the crack in the return tube caused fluid ingress onto the pcb causing a malfunction resulting in the device overheating. The return tube and pcb were replaced to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was overheating and had a burning smell. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.